Manufacturer narrative:
(B)(4).

Event description:
It was reported session records from the most recent follow-up found the device gave an error message when trying to recover the trend data. The device was electively explanted and replaced as the device was close to the elective replacement indicator. The patient condition is good.

Manufacturer narrative:
Final analysis found the reported field event of a diagnostic anomaly was confirmed in the laboratory. The device was tested on the bench and the trending anomaly was noted. The cause of the diagnostic anomaly could not be determined.